Event description:
It was reported that the patient decided to turn stimulation on today following a year long hiatus. It was stated that the patient felt stimulation in a different location than before, ¿the bottom left.¿ it was also stated that if the patient increased stimulation to 3.10volts she felt pain. The patient still felt slight discomfort, but stated that it was going away. The patient did not want to decrease stimulation or to turn off stimulation in fear of feeling overstimulation again. It was later reported that when stimulation was turned on, the patient increased stimulation from 3.0 to 3.1volts and felt a surge in stimulation and pain. It was also stated that the patient was sore and it ¿felt like her skin stretched.¿ the patient also claimed that the implantable neurostimulator (ins) shocked her when stimulation was increased to 3.1volts. The patient refused to check to see if the ins was on or to make anychanges. The patient had an appointment with the healthcare provider (hcp) on monday. It was further stated that the patient fell a month ago and ¿it may have done something to the ins.¿ it was added that the patient was urinating every 2 hours on the dot.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v609387, implanted: 2011-(B)(6), product type lead. (B)(4).